Event description:
It was reported that the trocar of screw driver broke inside of the screw.

Event description:
It was reported that the trocar of screw driver broke inside of the screw.

Manufacturer narrative:
Lot code : 098701. Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review. Results: manufacturing files were reviewed and no anomalies were found. The instrument was reported to be used about four times per month. Manufacturing review revealed an instrument that was approximately six years old, therefore the root cause is normal wear. Conclusion: the root cause is normal wear.